Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a facility representative via sems-06739859 that an ar-6485 synergy cw4 arthroscopy pump was over pressure rising in joint. No reported patient harm. No further information provided. This was discovered during a procedure.additional information has been requested.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper setting of the device (tubing) on the pump. The complaint allegation was not confirmed. No evidence of the failure was received.